Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 587 mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported include dehydration and vomiting as well as an itching sensation at the pod infusion site (abdomen). The patient reports the pods adhesive had been loose. As treatment, the patient administered 6-7 units of manual insulin via injection. Once at the hospital the patient was treated with intravenous fluids and insulin as well as an antibiotic. The patient was prescribed antibiotics to be taken for 5 days. The patient was discharged from the hospital after 2 days. The patients reported blood glucose at the time of this call was 387 mg/dl.